Event description:
The event is reported as: complaint alleges that the blue collar was found cracked during use on a pt receiving a nebulization treatment. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when investigation is completed.